Manufacturer narrative:
The following fields have been amended or changed: b4, d4, g3, g6, h2.

Manufacturer narrative:
The malfunction was caused by repeated strong yanking on the handle of the heavily loaded cart during routine use over a period of several months. Although this is the second time that the same malfunction has occurred at a healthcare facility, both times it occurred at the same facility, allowing the cause to be traced to the specific user in question. The user will be advised to exert force evenly and smoothly --and not in sudden jerks-- when moving the cart. In an excess of caution the weld joining the two parts of the cart will be reinforced during routine manufacturing of the device in the future.

Event description:
During routine use in the central cleaning and sterilization department of a healthcare facility, the loading element of a large sterilizer batch cart came loose from its handle, causing the shelves to slant. The load did not fall off and no injury occurred. However, a user could potentially be injured by a heavy falling load if the malfunction was to reoccur.